Event description:
It was reported that during a stenting treatment procedure, partial stent deployment, stent deformation, and removal difficulty occurred. The target lesion was located in the right superficial femoral artery (sfa) with multiple structured and narrowed stenosis. No pre-dilation was performed. A 6x201x75mm innova bare metal stent delivery system was advanced to the target lesion. Then the stent was released with the thumbwheel, however, only the last 5mm of the stent was deployed in the artery while the rest ¿shrivels¿ in the lower part of the sfa. The blue tab could not be used. The stent delivery system was withdrawn without much difficulty until the upper part of the thigh. Then the device was unable to pass through the introducer despite of the pressure exercised, and it had to be withdrawn along with the introducer. It was noted a 3-4cm fragment of the stent was correctly deployed in the upper part of the sfa. Additional angioplasty revealed residual stenosis at the lower part of the stent and a 6x39mm innova stent was placed to cover it. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).